Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector was noted during visual inspection. The pump passed the leak testing. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that frequently no or intermittent response by button press (up and dow button). The customer stated that block mode not active and max bolus and basal are not set to 0.0. The customer stated that buttons still unresponsive. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.